Event description:
The customer reported differential r system flags and approximately fifty (50) milliliters of clear blue fluid leaked under the instrument during analyses of two patient samples involving the coulter hmx hematology analyzer with autoloader. The customer reanalyzed both patient samples on an alternate instrument without system flags. No erroneous patient results were released from the laboratory. There was no patient impact associated with this event. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and face protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The laboratory has an exposure control/risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed a cut on the tubing at pinch valve pv43 and replaced the tubing. The fse discovered latron was producing voteouts caused by leads on top and bottom of the flow cell that connects to the radio frequency (rf) preamp. The fse replaced the flow cell and resolved the issue. The fse also noted solenoid #59 on the metal fabrication (mf) #15 short circuited caused by fluid making contact with the positive and negative on the solenoid connector. The fse replaced the complete mixing chamber module and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturers published specifications. (B)(4).